Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14803. It was reported the patient experienced wound dehiscence at the lead implant site. As a result, surgical intervention was undertaken wherein the leads were explanted. The patient was administered IV antibiotics a s a precaution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.